Manufacturer narrative:
Section d10: concomitant devices. - nv crown cup clstr hole 50mm group 1 (cat# 180-01-50). - wedge plasma s/o sz 4 (cat# 188-00-04). - alteon 6.5mm screw, 25mm (cat# 180-65-25). - biolox delta femoral head 32mm od, +0mm (cat# 170-32-00). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported by the legal brief that approximately 100 months after a left total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear with signs of oxidation/yellow discoloration, pitting, cracking and delamination of the poly, osteolysis, and synovitis. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-02266, 1038671-2024-02268. This follow-up report is being submitted to relay additional and/or corrected information. The most likely underlying cause for the revision reported is prosthesis wear and instability and a combination of risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.